Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed the white and orange wire were kinked and broken by the connector. The root cause for damaged cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying adjust belt messages.